Manufacturer narrative:
The subsidiary's manufacturing engineering center (mec) could not duplicate the reported issue.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, while checking the device before use, the indication went off. After operating switches, the occluder head came back again. Similar issues happened several times. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.